Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were made to follow up with the customer regarding device return and to verify whether the two reported needles failed during the same procedure or different ones. However, no response was received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined because the device was not physically returned. The complaint could not be confirmed, and potential causes could not be determined. The event could have been detected/prevented by following the instructions for use: put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the single use aspiration needle had the shield cover become loose and separated from the needle. The issue was found during the procedure. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation and will not be. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility or the customer.